Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use, warns that if less than 1 cm separation is present between the delivery catheter (dc) tip and the clip before or during gripper line retraction, it may be difficult to remove the gripper line in its entirety. All available information was investigated and the reported gripper line break appears to be related to user error, as the gripper line was removed right after removing the lock line; thus, skipping many steps. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This event is filed for broken gripper line. It was reported that the patient, with grade 3 mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted without issue. During deployment of the second clip, the lock line was removed. The gripper line was then removed; however, the gripper line broke. As the other side of the gripper line remained outside of the mitraclip system, the line was able to be removed without issue. The clip was deployed without issue. There was no reported adverse patient sequela or a clinically significant delay. The procedure was completed with two clips implanted, reducing mr to grade <1. No additional information was provided.